Manufacturer narrative:
(B)(4). Concomitant products: guide wire: whisper es. Guide catheter: launcher 6f. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported the procedure was to treat a narrow restenosed non-abbott stent with heavy calcification in the mid right coronary artery (rca) which had been implanted in 2000. Pre-dilatation was performed with two different non-abbott balloons with satisfactory final results. The xience xpedition was advanced, but could not cross the lesion. When the device was pushed the proximal shaft broke in two separate pieces (outside patient). Another non-abbott stent was used to complete the procedure successfully. Post-dilatation was performed with good final results. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. Visual and dimensional inspections were performed on the returned device. The shaft separation was confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the difficulties appear to be related to circumstances of the procedure.